Event description:
The patient was inappropriately treated 3 times by the lifevest. The patient also received two non-lifevest defibrillations. The patient was reportedly unconscious at the time of the event. Self-converting ventricular tachycardia (vt), atrial fibrillation with rapid ventricular response (af with rvr) and motion artifact contributed to the false detections. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient taken to hospital during the event. The patient was not required to use of the lifevest while in the hospital. No deficiencies were alleged against the device.

Manufacturer narrative:
The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. Device evaluation of the monitor and belt were completed by the distributor. The monitor evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The reported treatment event was confirmed. The monitor did not pass the driven ground relay test. Unit does not alarm. Red x's on all four ECG pads when test belt is connected. Monitor display shows lower than normal amplitude cardiac signal. The cause was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor was determined to be damage resulting from the external defibrillations. Device evaluation belt has been completed. The reported patient treatments was confirmed. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction contributing to the treatments. The monitor and electrode belt have not been returned for evaluation. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
The patient was inappropriately treated 3 times by the lifevest. The patient also received two non-lifevest defibrillations. The patient was reportedly unconscious at the time of the event. Self-converting ventricular tachycardia (vt), atrial fibrillation with rapid ventricular response (af with rvr) and motion artifact contributed to the false detections. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient taken to hospital during the event. The patient was not required to use of the lifevest while in the hospital. No deficiencies were alleged against the device.